Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that a rep met with the patient on (B)(6)2018 and performed a trickle charge and an impedance check. The impedance values were normal. The patient claimed that stimulation now worked well, however, the pocket site was very tender. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell, and the stimulation was strange. It was also mentioned that the patient was kicked by a toddler in the ins area. The patient let the battery die and the ins was now overdischarged. The rep stated they were going to do a trickle charge and an impedance check. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient was having pain at the ins site and that it was making it difficult to charge. It was reported that the patient had fallen on the bathtub and landed directly on the ins site. All impedances were in range and the stimulator and components were functioning properly. No further complications are anticipated.